Event description:
A stent was implanted successfully in the rca, but during the attempt to remove the system, the guide wire caught on some calcification and became smashed at the distal end. The tip of the guide wire separated and was left behind in the vessel. An additional stent was implanted to pin the guide wire tip to the vessel wall. The pt is reported to be in good condition.